Event description:
It was reported that during an implant procedure, the lead threshold was high. The physician attempted to change the position however then the helix would not extend. The lead was not used and another lead was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.